Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer encountered an "activation has been interrupted" message. Customer performed a power cycle and a c-33 populated briefly and then a c-33 message to follow. Technical support engineer (tse) had customer unplug the external foot pedals and power cycle the integrated electrosurgical unit (iesu) [erbe] and the issue remained. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that no ports were placed in the patient when the issue was first identified.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported problem was able to be confirmed using artemis; error c-33 (B)(6) 2025 07:50:14 am. Upon visual inspection there was an issue found that would be related to the reported event. The erbe was tested using the system, the unit display error c-33 on start; erbe log error shows c-00 (B)(6) 2025 01:01 am and m-b0 (B)(6) 2025 08:42 pm. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.